Manufacturer narrative:
(B)(4). Catalog #: unknown but referred to as a cook günther tulip filter. Expiration date: unknown as lot # is unknown. Since catalog # is unknown the 510(k) could be either k090140, k112119 or k121057. MFR date unknown as lot # is unknown. Investigation is still in progress.

Event description:
Description according to short form complaint filled: it is alleged that "[pt] received a gunther tulip filter on (B)(6) 2014." Patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
Additional information provided determined that this device was manufactured by (B)(4) with the submission of this follow up report, william cook europe informs that this complaint has been transferred from william cook europe to (B)(4).

Event description:
This additional information received on 02/02/2017 as follows: plaintiff allegedly received an implant on (B)(6) 2014 via the right internal jugular vein due to pre-left knee surgery. Plaintiff alleges that on (B)(6) 2016 he was told the filter cannot be removed. Plaintiff is alleging device unable to be retrieved. Additional information provided determined that this device was manufactured by (B)(4) with the submission of this follow up report, william cook europe informs that this complaint has been transferred from william cook europe to (B)(4).

Manufacturer narrative:
(B)(4). Catalog#: unknown but referred to as a cook günther tulip filter. Since catalog# is unknown the 510(k) could be either k090140, k112119 or k121057. (B)(4). Information regarding the event has not been provided. It has not been possible to investigate this event based on the limited information, and we are closing the report until further information is received. If additional information is received, the report will be re-opened for further investigation.

Event description:
Description according to short form complaint filed: it is alleged that "[pt] received a gunther tulip filter on (B)(6) 2014." Patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.